Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger .product ID: 37744, serial# (B)(4),product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The consumer via a manufacturer representative reported that the patient had not used their device for a bit and when they went to recharge it they could not get a signal. They thought the issues started 3 to 4 months prior to the report. The cause of the issue was non-compliance. The patient had not been using their device due to several foot surgeries. The patient met with a manufacturer representative on (B)(6) 2015 and a physician mode recharge (pmr) was performed. A power on reset (por) code of 0x2408 was noted. All impedances were within normal limits. The device was reprogrammed to cover all of the painful areas and the patient noticed immediate relief. The patient was encouraged to exercise the battery and they were very happy at the end of the appointment. The patient's indications for use were spinal pain and chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient's battery had been in overdischarge for about three months. After the physician mode recharge (pmr) was performed the implantable neurostimulator (ins) was recovered and had been charging for about 1.5 hours, and charged up to 50%. The rep. Tried to reprogram the ins with the clinician programmer after it reached 50% but then the clinician programmer said the ins was discharged. The rep. Was able to start charging the ins again and it reached 50% right away. The rep. Interrogated the ins with the clinician programmer and checked impedances. After making a programming change to optimize coverage in the back and legs the ins was showing it was discharged again. It was reviewed the ins was discharging rapidly due to the overdischarge and this could occur post-overdischarge recovery. No patient symptoms were reported.